Manufacturer narrative:
(B)(4). The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during a laparoscopic procedure for myoma of the uterus, the tip of the shaft was broken off during use. The surgeon commented that because the myoma of the uterus was big, blind handling was increased, and the device was activated for a long time. Also, he commented that the tip of the shaft was used more than usual to remove the myoma. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date device returned to manufacturer is 10/16/2018. Date received by manufacturer is 10/16/2018. The shaft was received with the inner tube detached from the shaft sheath. In addition, the electrode tip was firmly attached to the inner tube and not detached as reported. Therefore, functional testing could not be performed, as the shaft could not be connected with the test handle. No conclusion could be reached as to what caused this issue. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # r92v3u. The shaft was received with the electrode tip broken/detached but returned. The instrument was disassembled and it was noted that a portion of the electrode was still attached to the weld. It could not be determined what may have caused the incident reported. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.